Event description:
It was reported that a physician in-training in the use of the prostar xl device attempted to place sutures in visibly calcified left and right common femoral arteriotomy sites using a pre-close technique, prior to an interventional procedure. Reportedly, at the right groin, the physician had to advanced the prostar device relatively deep before achieving arterial flow - marking. At that point blood was observed to also be unexpectedly exiting the hub. The device was removed without suture placement. At the left groin, the prostar xl device was successfully deployed; however, after the interventional procedure was completed, during knot advancement, the white suture broke. The green suture knot was successfully advanced, but it was not sufficient to achieve hemostasis. Hemostasis was achieved with a surgical cutdown approach. The patient's arterial walls were reported to be fragile. There was no reported adverse patient sequela. It was reported that the approximate length of the entire interventional procedure was 90-120 minutes. No clinically significant delay in the procedure occurred. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). The scope of the investigation was limited as the device was not returned. Therefore, without the product to examine, no determination can be made as to the cause of the reported discrepancy. It should be noted that the customer reported that the common femoral artery was calcified. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. A review of the product lot history record did not reveal any nonconforming material records against this lot. Based on the information provided and the review of the lot history record there does not appear to be any indications of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all relevant information.